Event description:
A facility reported the fluid had an unusual appearance; it resembled fish eggs. The product was removed without injury to the patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Master batch record review was satisfactory. The chemistry and microbiology results for this lot met specifications. The root cause of the reported event could not be determined. There have been no other reports received in this lot number. Additional information was requested on 08/06/2008, 08/07/2008 and 08/26/2008 by phone and mail.